Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose the customer¿s blood glucose was 400 mg/dl. The current blood glucose was 227 mg/dl. Customer again checked the blood glucose and the blood glucose value was 215 mg/dl. Customer treated with shot for high blood glucose. Customer also complained for auto mode-unable to enter auto basal. The product will not be returned for analysis.